Manufacturer narrative:
Lead model 3987a60, lot #n276988, implanted: (B)(6)2011, explanted: na. Lead model 3987a60. Lot #n276988. Implanted: (B)(6) 2011, explanted: na. Extension model 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Neuros adaptor model 3550-39, lot #n293970, implanted: (B)(6) 2011 explanted: (B)(6) 2011. Programmer model 37743, serial# (B)(4).

Event description:
It was initially reported that the patient had a eri (elective replacement indicator)/eol (end-of-service) message on their neurostimulator 2 to 3 weeks post-implant. Longevity calculations performed to estimate battery life per patient settings appeared to appropriate (normal). Subsequently, it was reported that the patient's neurostimulator was explanted and replaced. Since the replacement surgery, the patient reprogrammed and his recharging had gotten better and less frequent. It was noted that before the replacement, the patient had severe headache pain which was now less frequent and less severe. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no significant anomalies. The ins battery was at normal end of life. Telemetry and output were okay. There was good stable output on all electrodes referenced to the #0 electrode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.